Event description:
It was reported that an unspecified access set was leaking under the roller clamp. This issue was identified during patient infusion with cisplatin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.